Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that buttons were not responding when attempting to bolus. Customer reported of receiving a button error alarm. Customer reported that insulin pump was worn in pocket. Customer was advised that insulin pump would need to be replaced.